Event description:
Same case as MFR: 2134265-2013-00615 and 2134265-2013-00616. It was reported that during a intervention treatment procedure, the ilab ultrasound imaging system motor drive unit failed to pullback. It was noted that the equipment turned on normally. The catheter was connected; however, when the command was given to activate the pullback, this action was unable to be completed. It was further reported that turning (rotating) for the operation was not finished and procedure had to be canceled. The procedure was not completed due to this event. Additional information has been requested and is not available.

Event description:
Same case as MFR: 2134265-2013-00615 and 2134265-2013-00616. It was reported that during a intervention treatment procedure, the ilab ultrasound imaging system motor drive unit failed to pullback. It was noted that the equipment turned on normally. The catheter was connected; however, when the command was given to activate the pullback, this action was unable to be completed. It was further reported that turning (rotating) for the operation was not finished and procedure had to be canceled. The procedure was not completed due to this event. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the unit was received in good condition with no visible damage or defects observed. By connecting the catheter "atlantis pro 40" and the catheter simulator, the unit fail to the recognize both of them. Since the unit became inoperable to performed the functional test, the pullback test cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear as the backplane pca board was manufactured on may 21, 2007 (B)(4).